Manufacturer narrative:
H3,h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. H6: code a0908: incorrect, inadequate or imprecise result or readings is applicable to the right side of the screen began to "spin" while in navigation. Code a0709: device sensing problem is applicable to could not track any instruments and the patient tracker and the instrument tracker were not visible. Code a23: use of device problem is applicable to difficulty using the system. Code f26: no health consequences or impact is applicable to no symptoms reported. Code f1906: modified surgical procedure is applicable to the site abandoned use of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the site had difficulty using the system. The site could not track any instruments that were plugged into the breakout box (bob). The patient tracker and the instrument tracker were not visible. The site rebooted the system, and the issue was resolved. However, the right side of the screen began to "spin" while in navigation. The site abandoned use of the system. This issue caused an unknown surgical delay. The impact on the patient's outcome was unknown.

Manufacturer narrative:
H2: please see section b5 additional information. H2: correction to b5: additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Previously reported allegation of, "the right side of the screen began to "spin" while in navigation." Was misreported and further clarification of what that allegation actually meant was received. The right side of the screen was "loading" with a spinning emblem that signified unresponsiveness.

Manufacturer narrative:
H3: a software analysis was initiated. However, as logs and archives were not available, it was found that there was insufficient information to determine the relationship of the software to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.